Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip burned at 31,001 joules. No patient injury was reported. The fiber was used to complete the case. The device was not returned for eval.